Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis the product surveillance technician (pst) observed ''level disconnected'' message. Most likely the cause is an internal wiring open circuit, caused by a physical damage. External cable damage was evident within one foot of the sensor-end of the cable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. As per fsr, the sensor cable disconnect light emitting diode (led) illuminated. The level sensor was attached on the safety monitor. The fsr removed the level sensor and installed a back up level sensor. The unit operated to the manufacturer¿s specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the alert level sensor tested bad. There was no patient involvement.